Event description:
It was reported that a spectrum pump falsely alarmed air-in-line. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the air-in-line alarm. The device was operating out of specification with low ultrasonic readings due to a failed upstream sensor. The failed upstream sensor was replaced.